Event description:
It was reported that the user initiated multiple fill-tubing attempts after confirming drops before visual confirmation, observed fluid leakage from the pump chamber during the fill process, and was guided to rewind, remove supplies, dry the chamber, and perform a full supply change, after which insulin delivery resumed as normal. Customer care provided troubleshooting and user education. Investigation of this case revealed leakage during fill-tubing with no device alerts, resolved through supply replacement and proper priming technique, with no evidence of user refilling cartridges or ongoing device malfunction. Symptoms included no reported adverse clinical effects. Outcomes included restoration of therapy without interruption indicators, alarms, or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was use-related technique during priming leading to transient leakage, corrected by standard troubleshooting and supply change.